Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider opened the compressor, cleaned both water tap filter, air intake filter and both the compressor and ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated an air loss alarm due to the primary gas source compressor not building up pressure. There was no patient involvement.